Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted into safety mode. Technical services (ts) discussed that safety mode applies predefined settings and recommended urgent device replacement. The patient experienced pauses for longer than 2 seconds, shortness of breath and muscle stimulation. Subsequently, this crt-p was successfully explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted into safety mode. Technical services (ts) discussed that safety mode applies predefined settings and recommended urgent device replacement. The patient experienced pauses for longer than 2 seconds, shortness of breath and muscle stimulation. Subsequently, this crt-p was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations pbd and other clinical observations coded to the CAPA.